Event description:
Info was found during review of maude adverse event database. See MDR 9680794-2014-00150 for the first event with the same pt. The sheath was prepped before use in the pt and the dilator flange broke. This sheath was not used. There was no pt harm.

Manufacturer narrative:
(B)(4). The device will not be returned.